Manufacturer narrative:
Maquet cardiopulmonary is aware of a similar complaint (B)(4) which was investigated with the following results: during laboratory investigation it was confirmed that the tyvek cover was forced through. Based on the previous investigation results a confirmation of the failure was possible. The most probable cause of the failure is a damage during transport. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time. The event has been reported with a delay due to our retrospective examination of the record. At the time (2017-07-03) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4).

Event description:
Customer noticed small hole in top of tyvek cover of tray when she unpacked the tray from box. Looks like something poked through from the inside of tray. Please issue rga number and please send replacement to the attention of lisa janowiak in the department of cvor. Also if affected product needs to be returned please specify address. Complaint ID: (B)(4).